Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is musc health florence medical center. User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, to review a gas loss alarm and troubleshooting. They had already done some troubleshooting and restarted therapy prior to the call. User stated she called to make sure they did not miss anything important. She states no visible signs of blood in the helium tubing and all connections are secured. The esp personel reviewed general clinical considerations including but not limited to intrathoracic pressure changes. User stated states the alarm occurred when the patient was having a bout of coughing. User was appreciative of the information shared with her today. No harm or injury reported.